Manufacturer narrative:
Unique identifier (UDI) #: (device identifier) ¿ (B)(4). Approximate age of device - 9 months. Approximately 10.5¿ of the distal end of the percutaneous lead (driveline) that was removed during the repair was returned was returned for evaluation. Initial electrical continuity testing of the returned portion of the driveline revealed that a short to shield was able to be induced in the brown wire by manipulating the driveline adjacent to the metal connector. Visual inspection of the underlying wires revealed a breach in the insulation of the brown wire adjacent to the metal connector, exposing the inner conductors. Microscopic inspection of the driveline also revealed a breach in the black wire, exposing the inner conductors, and damage to the inner conductors of the red wire adjacent to the metal connector. Further electrical continuity testing revealed that an open circuit was able to be induced in the red wire upon manipulation of the driveline at the location of the damage. All observed wire damage appeared consistent with fatigue failure due to repetitive flexing. If the exposed inner conductors of the black or brown wires made contact with the metal braided shield while the patient was connected to a tethered power source such as the mobile power unit, this could have resulted in the observed pump stops and low speed advisory/hazard events observed in the submitted log file. In addition, if the damaged inner conductors of the red wire caused an open circuit condition, it would have been detected by the system controller when comparing wire currents, which would have resulted in a driveline fault and associated yellow wrench advisory. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the lvad system was producing alarms while the patient was using the mobile power unit the previous evening. The patient went to the implanting center for evaluation. The patient was asymptomatic and lvad parameters were within normal limits with no visible damage to the driveline. The lvad was interrogated on a grounded patient cable and no current alarms occurred. Pump stoppage events were noted the previous evening while on the mobile power unit only. The lvad clinician was unable to reproduce alarms on the hospital power module, or the patient¿s mobile power unit or on battery. The percutaneous lead (driveline) connection at the system controller appeared to be loose, so the system controller was exchanged. The team was to switch out the patient to batteries if any red heart alarms were to re-occur. A log file reviewed by the manufacturer¿s technical service representative confirmed multiple pump stoppage events and or speed drops greater than 200 rpms below the low speed limit. There were also associated with driveline disconnect alarms. The patient was asymptomatic. The lvad team continued to observe, and there were no more alarms or issues. On (B)(6) 2017, the technical service representative received x-rays which showed an area of concern at the distal end where the cable goes into the metal end which appeared to be pulled out a bit. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed with no issues. No additional information was provided.